Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2013-01682. It was reported that during a stenting treatment procedure, a filter wire removal difficulty and stent damage occurred. The target lesion was located in a saphenous vein graft to the right coronary artery. The 4.0 x 28mm promus element plus mr stent was implanted prior to the 3.5 x 5.5mm x 190cm filterwire ez, and during the filterwire removal, the filterwire, in a deployed state, caught on the stent and bent the proximal edge. The filterwire was removed and another unspecified promus element stent was deployed to address the stent damage. No further patient complications were reported and the patient's status is fine.